Event description:
Pt with previously implanted medtronic 7217b transvene ICD system. Past medical history remarkable for cad, lv dysfunction and chronic amiodarone used for treatment of recurrent ventricular tachycardia. Also dual chamber pacemaker for episodic complete heart block. Multiple false positive shocks identified secondary to an rv insulation breach. Problem impending end of life in his present ICD and a lack of viable lead system alternatives for repair and ICD replscement. Procedure done to remove older components to prevent lead system inteference with pacemaker and new ICD and to preventing likelihood of superior vena cava/tricuspid valve obstruction.